Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain. It was also reported that the right atrial (ra) his bundle lead exhibited under-sensing on atrial lead seen on current electrogram (egm), while in an atrial arrhythmia. It was further reported that no arrhythmia episodes had been detected by the implantable pulse generator (ipg). Both the ra lead and the ipg remain in use. No further patient complications have been reported as a result of this event.